Manufacturer narrative:
Device evaluation summary: the reported blood sent to waste bag issue was verified during service. Service technician observed that led 10 was unresponsive. Level sense gain was at 121% and current was at 39.7ma. The issue was resolved by adjusting the gain to 100% and current to 40ma. Led 11 remained unresponsive, so service disassembled the unit and reseated both optics cables. Level sense gain dropped to 82%. Readjusted level sense gain to 100% to get led 10 and led 11 to respond normally. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the blood was going directly into the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the disposable had already been removed from the instrument when the issue was noted. No visual, audible or performance abnormalities were noted and no error warning messages were associated with this event. The amount of patient blood loss could not be provided and no transfusion was required due to the reported issue. Additional info h6: updated the annex c codes additional info h6: updated the annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.